Event description:
One instance in a single surgery of intra-operative blood pressure drop that was successfully mitigated through intervention to restore normal bp.

Manufacturer narrative:
The training, inspection, lot records, etc. Were evaluated.